Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 07/25/2019. Device returned to manufacturer: yes. Device evaluation: the returned pcb00 device was received inside the original folding carton. No other packaging component was received. There was no viscoelastic in the pcb00. The lens was stuck at the cartridge tube past the iol diagram on the cartridge. The device was observed under magnification in order to identify what the customer described to be a particle in the shooter. No foreign matter was observed in the insertion device. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is (B)(6) 2019 if implanted; give date: does not apply - lens was not implanted, no patient contact. If explanted; give date: does not apply - lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the second push using the pcb00 preloaded device, the doctor saw what seemed to be a particle in the shooter. They decided to use a different unit instead. There was no contact with the patient. No additional information was provided.